Event description:
It was reported that the customer's tandem source reports were blank. There was no adverse impact to the customer's blood glucose level. Technical support educated the customer that an incorrect date on the pump would not affect insulin delivery but could impact uploads and reports, which the customer understood and acknowledged.